Manufacturer narrative:
(B)(4). The device was visually and functionally tested. A leak was observed on the tubing after filling the device. The cause was due to a surface cut on the tubing. If any additional relevant information becomes available, a supplemental report will be sent.

Event description:
It was reported that an infusor had leaked from the patient control module and the tubing, during infusion. The concomitant medical products are currently unknown. There was patient involvement, however no adverse event was associated with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.